Event description:
It was reported that the ipg is coming out through the skin and the patient experienced pain/discomfort. No device malfunction was suspected. The patient underwent a system explant procedure with no complications. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5116955/5096425.